Event description:
The customer reported minimal info regarding this issue. The report suggests that "the product is faulty as it would not allow a saline flush with a 3 ml syringe to go through the valve." From the reported info, there are no indications of serious injury to the pt or user as a result of these incidents.

Manufacturer narrative:
(B)(4). The customer's report of smartsite would not allow a saline flush was not confirmed. A 2.5 ml terumo luer lock syringe was received for investigation attached to the female luer adaptor (fla) of the 3000e sample; residual fluid was located around the piston inside of the valve. A visual inspection of the luer tip of the terumo syringe identified no anomalies that could have contributed to the inactivation of the smartsite piston. Functional testing noted that a secure connection between the 3000e and the syringe could be achieved easily and that the 3000e samples could be flushed through with no restriction; however, pressure testing was performed and leakage was observed between and clear body and the white fla of the 3000e product. The 3000e requires an air vent between the white cap and clear body in order to create a positive bolus upon disconnection of the male luer (syringe). If there is any fluid beyond the tip of the male luer upon connection; or if the user simultaneously pushes the syringe plunger while activating the valve, this can cause some of the fluid to be pushed between the position and the cap/body. After repeated activations, it is possible that this fluid can be pushed all the way through the air vent and leak through the join line as seen with this sample. This leads to a wetted vent resulting in a leak.